Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On an unreported date the patient was treated with intraperitoneal (ip) ceftazidime (dose and frequency not reported) and (ip) vancomycin every 5 days for 21 days (dose not reported). The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from the peritonitis event. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).